Event description:
Customer reported that during a taxol infusion, the accuslide was found cracked and leaking. No pt harm occurred. No further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device is available at the facility, but it won't be returned for investigation as it contained chemotherapy solution. The lot number was identified, a follow up report will be submitted with the lot history record review info.